Event description:
It was reported that an insulation abrasion was noted on the left ventricular lead under fluoroscopy during pulse generator changeout. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.